Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2007 (B)(6). (B)(4).

Event description:
The patient reported that their current implantable pulse generator (ipg) device had migrated after implant and was inquiring as to product design improvements that may have been implemented with newer devices. The device remains in use. No patient complications have been reported as a result of this event.